Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eos, matching the clinical observation, and 23 charge processes had been documented. The eos state was reset with a technical programmer, as a result of which the ICD showed the battery state mol2. The charge drawn from the battery was checked and proved to as expected on view of the mol2 state. In a next step, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process, which was aborted because the maximum charge time of the defibrillation shock had been reached. The device was then opened, and the internal structure was examined. The visual inspection of the internal structure did not show any irregularities. The electronic module was connected to an external voltage source and underwent an electrical function check. First, the capability to provide therapy was tested again. A fibrillation signal was supplied, and the device reacted according to specifications with a shock delivery. The specified energy level was reached, and the charge time was normal. Subsequently, the current uptake of the electronic module was checked, which also turned out to be unremarkable. The battery was returned to the manufacturer for a thorough analysis. The measurement of the battery voltage confirmed a battery discharge not matching expectations. During a subsequent micro-calorimetric measurement of the battery, an increased heat tone was found. In a next step, the battery was opened and examined. A short-circuit was detected within the battery. This short-circuit enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, premature battery depletion was confirmed in the context of the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects during the analysis.

Event description:
After an implantation period of approximately 61 months, it was reported that the device indicated eos via home monitoring. During a recent routine follow-up on (B)(6) 2017, a battery status 'mol2' was documented. At the moment, biotronik has no further information with regard to a revision procedure.